Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse confirmed the complaint with the customer over the phone and the customer could smell smoke coming from the g8 analyzer. The customer confirmed the screen was half brown and the analyzer was still powered off. Fse could not determine the cause of the reported event and deemed the analyzer unrepairable due to the smoke. The customer will work with tosoh sales to replace the analyzer. The analyzer is owned by the customer, therefore the customer will contact tosoh for deinstallation when replacement is purchased. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 04jul2021 through aware date 04aug2022. There were no similar complaints identified during the search period. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported smoke from the g8 analyzer. The customer observed half of the screen was dim and brown on the g8 analyzer. Technical support specialist (tss) instructed the customer to unplug the analyzer from the wall outlet. No injuries to the users or no flames reported. The analyzer is down. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.